Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has only 7 enabled channels. No deterioration in auditory performance is reported. A re-implantation is being considered.

Manufacturer narrative:
Additional information: the currently available information reveal that several electrode contacts are out of cochlea (channels 8 to 12). Three channels could not be inserted during implantation surgery. A further migration of the electrode is assumed as root cause for the reported problems. However, the patient has sufficient access to sound, no decrease in performance is observed and therefore no explantation surgery is planned.

Event description:
Additional information: the patient only had 7 active channels.

Manufacturer narrative:
Conclusion: according to received information, the device was not providing enough benefit to the patient as a full insertion of the standard electrode array could not be achieved at initial implantation. Thus, the patient was re-implanted with a device with a medium electrode array. Therefore, it is assumed that an inadequate electrode selection was made during the initial implantation. Additionally, damage to the active electrode likely caused by minute device mobility was observed during device investigation. No available information points to the implant being the source of the reported infection. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient only had 7 active channels. The patient did not report any accident or fall, no decrease in the performance has been seen by the audiologist or parents. No surgical intervention has been planned for the patient at this time. It was also reported that 3 channels were out of the cochlea since implantation surgery. As per additional information received, the patient has had a recurrent ear infection for the past year. In situ measurements show 5 channels with status hi and an x-ray shows 4-5 channels in the cochlea. The patient was re-implanted with a device with a medium electrode array configuration on (B)(6) 2015. It was stated in the device explantatin report that the active electrode lead was severed during removal surgery. It was also stated that cochlear ossification was observed during the surgery and that electrode channels 11 and 12 could not be inserted into the cochlea.